Manufacturer narrative:
Svs/vqi registry. Information references the main component of the system. Other relevant device(s) are: (vamf2824c150tu, vamf3232c150tu).

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: false lumen perfusion from an unclear source. No further information is available for this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.